Event description:
Rep reports that the surgeon tried to reprogram the pts valve with two different programmers and it would not change pressure. As a result, the valve was explanted.

Manufacturer narrative:
Codman has received the device for eval. Upon completion of the investigation a follow up report will be filed.